Event description:
It was reported that fatigue patient presented in the emergency room with device in backup vvi mode after external defibrillation was used to convert the patients vt. Review of device image revealed that previous to the backup, the device delivered one unsuccessful shock and triggered over current detection. Subsequent charges were aborted. Lead anomaly was suspected. Both device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.